Event description:
Customer states that pump is over infusing over 5%. The 270 ml prepared in the bag to be infused after priming the bag to infuse 580 ml. Expected to have 20 ml left in bag after dose was completed, but about 1 ml was left after dosing. Rate is 166.7 ml/hr and dose is 250 ml.

Manufacturer narrative:
Investigation found that pump's preventative maintenance due date was past on (B)(4) 2010 causing pump to fail volumetric accuracy tests. Pump was calibrated to resolve the issue.